Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 421 mg/dl. The customer had not reported the symptoms. The customer was treated with six unit bolus . Customer¿s high blood glucose level was 421 mg/dl. Customer declined troubleshoot for high blood level. Customer stated that they put a new sensor and its not calibrating and she restarted it twice and even did a manual calibration and it didn't accepted. The product was not returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6).